Event description:
It was reported that prior to an unknown procedure and prior to use on patient, the device would not complete the pre-run test because the hand activation switch failed to operate. Another like device was used. There was no patient consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.